Event description:
During the initial surgery the device was not implanted due to high impedances. The clinic successfully implanted the backup device.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: according to information received from the field the in situ measurements during implantation surgery pointed to a possible electrode damage. During device investigation, damage to the active electrode lead due to excessive mechanical stress and damage to the electrode array, likely due to multiple insertion attempts was observed. A back-up device was implanted successfully. This is a final report.

Event description:
During the initial surgery the device was not implanted due to high impedances. The clinic successfully implanted the backup device.